Manufacturer narrative:
The device was returned as part of the annual inspection process. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to damage on the up down knob and right lift knob, water tightness was lost; air water cylinder and suction cylinder had discoloration; the suction body and adhesive on the bending cover section was cracked; acoustic lens was damaged, adhesive around the light guide lens had wear, adhesive around the bending section cover had a discolored area, connecting tube was peeled and scratched, due to wear of angle wire, the play of the up down and right left knob was out of the standard value; and the following had corrosion due to water leakage: frame 260, inner shield, and outer shield. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus annual inspection, gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the acoustic lens had a chip. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the chipped acoustic lens was due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. Olympus will continue to monitor field performance for this device.